Event description:
Meter name: one touch, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: "headaches and stuff". A pt reported they were hospitalized. Their meter allegedly had a discolored display. The result on their meter was unable to read. The result of the lab was 273mg/dl. There was no comparison. Treatment was unk. No further info has been reported.